Event description:
A healthcare worker experienced burning with whitening of the skin one of their left hand fingers as they inserted a new cassette into the sterilizer. The reporter said the worker was "messaging" with the cassette prior to inserting it. They immediately rinsed the contact site under running water after which they rinsed the contact site with alcohol. She went to a clinic for follow-up and they had the healthcare worker rinsed the contact area with water again. The symptoms resolved within one day.